Manufacturer narrative:
(B)(4). D10: cat:904759 lot:594300 ziptight ankle syn fixation-ti. Cat:904759 lot:113920 ziptight ankle syn fixation-ti. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sutures kept breaking when trying to tighten it after it came in contact with the plate. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d5; g1; g3; g6; h1; h2; h3; h4; h6; h10. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.